Event description:
Caller reported an occlusion alarm, and cts was unable to verify the alarm number in pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge, resuming insulin administration.